Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a partial display. Customer stated insulin pump fell and the screen was coming in and out. Customer stated the screen was cracking and piece of the edge too. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.